Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing was damaged and leaked. The following information was provided by the initial reporter: pump infusion set with a hole noted in the tubing. Pump was reading "air in line", tubing was removed from the pump and a puddle was noted on the floor. Upon further inspection of the tubing when the flexible tubing was stretched as it is when placed in the alaris pump the tpn was spraying from the distal hub of the flexible tubing section. What was the patient outcome? Transferred to a higher level of care, no adverse effects, patient discharged, etc. The patient was unable to receive the custom ordered total parental nutrition for the night, requiring different IV fluids to be ordered to maintain an acceptable blood glucose.

Manufacturer narrative:
H6: investigation summary : a complaint of a hole in tubing was received from the customer. A sample was returned for investigation. No damages or defects were noted during visual observation. The sample was then primed, and leakage was noted from the lower part of the pumping segment. The set was inspected with a microscope and a small tear was noted at the bottom of the tubing. The customer complaint was confirmed. No other damages were noted on the set. A device history record review for model 10013364t lot number 22105078 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The complaint and sample were reviewed, and it was determined the damage seen on the sample could not be caused by the manufacturing process. The damage seen is caused by misloading of the pumping segment into the pump.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing was damaged and leaked. The following information was provided by the initial reporter: pump infusion set with a hole noted in the tubing. Pump was reading "air in line", tubing was removed from the pump and a puddle was noted on the floor. Upon further inspection of the tubing when the flexible tubing was stretched as it is when placed in the alaris pump the tpn was spraying from the distal hub of the flexible tubing section. What was the patient outcome? Transferred to a higher level of care, no adverse effects, patient discharged, etc. The patient was unable to receive the custom ordered total parental nutrition for the night, requiring different IV fluids to be ordered to maintain an acceptable blood glucose.